Manufacturer narrative:
Investigation could not be completed. No conclusion could be drawn, as no device was returned and no lot number was provided.

Event description:
Post-acdf procedure (done on (B)(6) 2012), during routine follow-up on (B)(6) 2012, an x-ray revealed that the locking clip on a 2 level vectra plate broke. The pt was asymptomatic, no pain or other problems associated with the broken clip were reported. There is no plan for additional treatment with regard to the broken clip. Unknown number of screws. This is the 1st report of 2 for the same event.